Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2023-00319. 1. Section b. Box 5. Describe event or problem: evaluation of the returned flash catheter confirmed a fracture on the distal end and multiple kinks along the length of the device. It was reported that the fracture was observed under fluoroscopy while torquing the device. If the device is torqued against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. The kinks on the device were incidental and was reported to have occurred after removal from the patient and during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system flash aspiration catheter (flash catheter), a non-penumbra sheath, and a guidewire. During the procedure, the physician successfully used the flash catheter to remove clot in the target vessel. After completing another pass in a different branch of the pulmonary artery, the physician was torqueing the flash catheter and noticed that it appeared fractured under fluoroscopy. The flash catheter was able to be retracted and removed intact. While handling the flash catheter after removal from the patient, the physician inadvertently kinked the flash catheter in multiple locations below the fracture. The procedure was successfully completed at this point. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system flash aspiration catheter (flash catheter), a non-penumbra sheath, and a guidewire. During the procedure, the physician successfully used the flash catheter to remove clot in the target vessel. After completing another pass in a different branch of the pulmonary artery, the physician was torquing the flash catheter and noticed that it was fractured under fluoroscopy. Therefore, the flash catheter was removed. While handling the flash catheter after removal from the patient, the physician inadvertently kinked the flash catheter in multiple locations below the fracture. The procedure was successfully completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.